Manufacturer narrative:
Additional lot #lx-2949. Per the case report, the pt's unusually dense bone contributed to the instrument damage. The relevant physical features of the returned instruments were measured and found to be within specification.

Event description:
During a posterior lumbar decompression and fusion procedure, two taps broke and one was severely bent. Extraction of the broken taps delayed the surgery. The surgeon reported that the pt presented usually dense bone. At its conclusion, the surgeon was able to confirm a positive outcome for the surgery.